Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.1cm was returned for analysis. Internal insulation abrasion was noted at 7.3-9.1cm, 9.4-9.7cm, 13.1-14.2cm, and 14.3-14.7cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.7-12.3cm from the distal tip. The etfe coating was abraded at this location.

Event description:
New information notes that the lead was explanted and replaced.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Diagnostic imaging showed externalized conductors. No anomalies or electrical issues were detected. Patient will be monitored with routine follow up.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.